Manufacturer narrative:
As part of a quality system improvement plan, stryker corporation conducted a 2 year retrospective MDR review to ensure appropriate MDR reporting decisions. Events reported to stryker from (B) (6) 2006 to (B) (6) 2008, were the scope of this retrospective review. These events are part of a retrospective summary report being submitted under exemption # (B) (4). There are 2 events associated with this event type (user related code lzo).

Event description:
User related. It was reported the surgeon attempted to use a stryker metal head with a depuy metal liner during a procedure. It was further reported that during the procedure, the surgeon realized that the two components could not be reduced and that as the surgeon had no knowledge or tools for the removal of the liner. The patient was closed up with the femur in dislocation. It was further reported that the surgeon operated on the patient again on tues 30th jan and took out the trial head to replace it with an alumina head.